Event description:
It has been reported that a female patient underwent a cardiac ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and the patient was reported to have experienced cardiac tamponade requiring pericardiocentesis. Based on the information known to date, a carto 3 system, smartablate rf generator, irrigation pump, and tubing were also using during the procedure. A pericardial effusion occurred after the ablation procedure was completed. It was discovered while the patient was in the recovery room, and had to subsequently undergo an urgent pericardiocentesis to remove the fluid around her heart. No further information is available.

Manufacturer narrative:
Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Catalog: this field was populated with unk_smart touch unidirectional as the exact type of catheter was not provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).